Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit's doppler blood flow meter and the lid of the battery compartment were damaged.

Manufacturer narrative:
Additional information has been requested regarding the evaluation and repair of the unit. When additional information is received, a supplemental report will be submitted.